Manufacturer narrative:
(B)(4). The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise on the right ventricular (rv) lead that was oversensed by the device as ventricular fibrillation (vf) resulting in pacing inhibition with asystole up to five (5) seconds observed. The rv lead is not a boston scientific product. The device was subsequently explanted and replaced. Also, the rv lead was surgically abandoned and replaced with the pace and sense portion of an existing rv lead that was tested and used. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed based on completion of device analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.